Manufacturer narrative:
Sample could not be evaluated as it was discarded by the customer and not returned to baxter for eval. Baxter is monitoring similar incidents. Should significant info become available, a follow up report will be submitted.

Event description:
A home pt reported to baxter that he had peritonitis event about three weeks ago and is currently undergoing hemodialysis. The pt had reported a 2240 alarm due to user error less than a week prior to the peritonitis event. The home pt's nurse was contacted regarding the report of peritonitis. The nurse said she did not have time to fill out the peritonitis worksheet. When asked when an appropriate time to call back would be she stated, she has been out of the office for two weeks and did not have time.